Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay, and no medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay, and no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The failure for heat was not confirmed through functional testing, disassembly, and visual inspection. The components of the device were conforming for heat. The drill was returned to the account after passing final inspection.